Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Device had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level. The customer had symptoms such as feeling bad and worn down. The customer states treated with manual injection and pen. Customer's current blood glucose value was 216 mg/dl. Customer's blood glucose value was unknown at time of incident and later it was above 300 mg/dl. Customer reported that experiencing and basal and bolus failures. Customer was advised to avoid exposure to any strong magnetic fields associated with mris. Blood glucose level were 323 mg/dl, 427 mg/dl, 473 mg/dl, over 600 mg/dl, 463 mg/dl, 57 mg/dl, ate to treat 390 mg/dl and 375 mg/dl. Customer is unable to upload to carelink at this time. Troubleshooting was performed. Customer states there was possible pump under delivery as customer stated basal and bolus and blood glucose was high. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer could not perform the high pressure test. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.